Manufacturer narrative:
The batch record review for radiesse, lot a00156530, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00156530) and no similar events were noted. Assessment by merz: injection site was not provided but local relationship can be assumed based on the wording of this report. Onset date of the event was 1.5 months after the injection which is a long latency but still possible. Injection site oedema is expected based on currently valid ukranian instructions for use (IFU) leaflet of radiesse. Possible confounding factors include concomitant injections with belotero balance and xeomin, as well as the reporters opinion that recurrent edema was possible as a result of the onset of botulinum toxin action. However, the reported injection site reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz re-assessment after retrospective case review was performed: following a retrospective review in (B)(6) 2026, the case assessment has been updated to include a rationale for the non-serious determination of the case. This case was assessed as non-serious. The information provided suggests the event is consistent with localized reactions to dermal filler injections which is typically self-limiting and may resolve without medical intervention. Corrective treatment was provided and outcome was reported as resolved. The event was reported as moderate and not life-threatening or permanent there is no indication that the event resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the event was not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported event is classified as non-serious. Causality for the previously reported event remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment and investigation after follow-up information was received on 27-may-2026: a review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, (B)(4), (B)(6) 2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was upgraded to serious as, in the opinion of the reporter, treatment was necessary to prevent a life-threatening injury/permanent damage and due to chronic disease. The events lymphostasis, chronic sinusitis and exacerbation of chronic sinusitis were added. The added events occurred in compatible temporal relationship. The event onset of the added events was 1.5 months after injection, which is a long latency but still possible. The added events lymphostasis (serious) is considered expected as lymphatic obstruction, the event chronic sinusitis (serious) is considered expected as inflammation and the event condition aggravated (serious) is expected based on the currently valid ukrainian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. According to the IFU, it is contraindicated to inject radiesse in the presence of acute and/or chronic inflammation when these involve the area to be treated. However, in this case, it remains unclear whether chronic sinusitis was present at the time of injection or not. Lymphostasis as a cause for the event edema is pending, therefore both events of lymphostasis and edema were coded. Strong confounding factor includes the injections with belotero balance and xeomin, as well as the reporter's opinion that recurrent edema was possible as a result of the onset of botulinum toxin action. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship, however there is no indication that a product-related issue contributed to the events. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case is upgraded to serious with the serious events of injection site edema, lymphostasis, chronic sinusitis and condition aggravated as treatment was necessary to prevent a life-threatening illness/ permanent damage and due to a new diagnosed chronic disease.

Event description:
Case description: this case was linked with case number (B)(4), referring to the same patient. This spontaneous report was received from an ukrainian health care professional and concerns a 46-year-old (ambiguously reported as 45-year-old) female patient (weight: 59 kg, height: 164 cm). She was injected subcutaneously, with a total of 3 ml of radiesse, to improve skin quality, on (B)(6) 2025. Batch number was reported as a00156530 (expiry date: 03/2026). The batch record review was received and the lot number for radiesse was confirmed as a00156530 (expiry date: 03/2026). A lot search in the global safety database was conducted. Radiesse was diluted in a 1:1 ratio. The patient was injected with a cannula 20/50, in 2 injection sites (total of 4 injection sites), with 1.5 ml into each side. The patient was concomitantly injected with a total of 1 ml of belotero balance and 100 units of xeomin, into the full face, on (B)(6) 2025. As reported, she was injected with a toxin two weeks prior, and at the same time she developed sinusitis. The patient previously received lidocaine solution and water for injection, with no reaction. There was no reaction to the metal of the cannula. The patient's medical history and concomitant medications were reported as none. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2025, after the radiesse injection, the patient experienced recurrent edema/swelling in the middle face on both sides. Corrective treatment included veroshpiron 50 mg per day, serretopeptidase 10 mg (3 times a day), gesperidini and diosminum 500 mg (2 times per day), microcurrents, lymphatic drainage massage and limited fluid intake at night. No systemic antibiotic were prescribed and the patent was not hospitalized (reported as 4 hours). The delayed swelling was possibly associated with lymphostasis resulting from the injection of botulinum neurotoxin into the area. The outcome of the event was reported as resolved, on (B)(6) 2025. In the opinion of the reporter, the event was of moderate intensity, non-life threatening and not permanent. A causal relationship to the filler injection was suspected, and to incorporated local anaesthetic in the product was not suspected. In the opinion of the reporter, recurrent edema was possible as a result of the onset of botulinum toxin action. Case closure dated on (B)(6) 2026: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Retrospective case review performed: following a retrospective case review in april 2026, the case assessment was updated to include a rationale for non-serious determination. Follow-up information was received on 27-may-2026: this case was upgraded to serious. The events lymphostasis, chronic sinusitis and exacerbation of chronic sinusitis were added. The patient was injected with radiesse into the mid face. The patient was injected with a cannula 22/50. Her medical history included chronic sinusitis and a lack of post-procedure care. On (B)(6) 2025, after the radiesse injection, the patient experienced an exacerbation of chronic sinusitis and delayed swelling possibly resulting from lymphostasis. The outcome of the events was reported as resolved, on (B)(6) 2025. In the opinion of the reporter the events were related to the radiesse injection (it was also reported that the event lymphostasis also resulted from the injection of botulinum neurotoxin in the area). The events led to a newly diagnosed chronic disease and intervention was necessary to prevent a life-threatening condition or a permanent damage.